Manufacturer narrative:
Additional information received indicated that the first date that a manufacturer representative was aware of the event was (B)(4) 2018 analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Conclusion code (B)(4) has replaced code (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating the device had the elective replacement indicator (eri) in (B)(6) 2017, approximately 1 month before explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins). It was reported that the patient's ins only lasted 1 year and this was a short battery life. The patient indicated the battery life usually lasts 2-2.5 years. Impedances were all normal at the time of explant. The ins was replaced and the issue was resolved. No further complications were reported as a result of this event.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) -serial number (B)(4) found the battery was at elective replacement indicator (eri)/ end of service (eos), longevity was not met and the cause was unknown. If information is provided in the future, a supplemental report will be issued.